Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3 -device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).